Event description:
It was reported that the pump shutdown due to the customer not charging the pump. Customer experienced an elevated blood glucose (bg) level of 558 mg/dl. Manual insulin injections were administered to address elevated bg level. The pump was charged and the customer successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.".